Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has been offered a replacement on return of the product. To date the customer has not returned the device. If the investigation determines any further information, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2024 from the us that the elvie pump stopped working, where there was no suction at all. Cu stated that this caused mastitis. Customer was seen by a healthcare professional (doctor), who prescribed antibiotics and was advised to use a medical grade pump.